Manufacturer narrative:
The unit was evaluated at philips, and the symptom was verified. Replacing the power pca resolved the issue.

Event description:
The customer reported getting a pads ECG front end failure.